Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during pre-dilatation with a voyager balloon catheter, the balloon ruptured at 5atm. Another company's balloon catheter was used a drug eluting stent was deployed to complete the procedure. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, previously implanted stents, lesion calcification and tortuosity, or insufficient preparation prior to use. There was no report of any leaks during preparation, which suggests that the balloon was not damaged prior to use. It is possible the balloon material was damaged during interactions with other devices, or the calcified lesion, such that the balloon ruptured upon a first inflation during the procedure. In this case, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.